Manufacturer narrative:
A2) patient age - mean age of the patients was 68.0±8.6 years. A3a) patient sex - 34 males, 9 females (n=43). A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: brand name, model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, embolism, dissection, and amputation are listed as possible complication with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 21apr2022) ¿excimer laser atherectomy combined with drug-coated balloon angioplasty for the treatment of femoropopliteal arteriosclerosis obliterans¿. The study retrospectively aimed to analyze the effectiveness and safety of excimer laser atherectomy combined with a drug-coated balloon (ela+dcb) for the treatment of femoropopliteal arteriosclerosis obliterans (aso) in china. A total of 43 patients who had femoropopliteal arteriosclerosis obliterans treated by ela+dcb were enrolled in the study between november 2016 and january 2019. Spectranetics turbo-elite laser atherectomy catheters were used during the procedures. Procedural complications included 21 flow-limiting dissections that resulted in 17 bailout stent implantations and 3 embolisms. Additionally, 1 patient underwent toe amputation at 1-month post-procedure and 11 target lesion revascularizations at 36-month follow-up. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 21apr2022 has been used, the date of publication. Su z et al 2022_excimer laser atherectomy combined with drug-coated balloon angioplasty for the treatment of femoropopliteal arteriosclerosis obliterans. Ann r coll surg engl 2022; 104: 667¿672. Doi 10.1308/rcsann.2021.0335. This report captures the serious injuries that occurred after use of the turbo-elite devices. There was no alleged malfunction of any spectranetics devices in use during the procedure.